Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record could not be performed, as this incident was based on transcatheter valve therapy (tvt) registry data, and no device/lot information was provided. Based on available information, a cause for the reported deaths (non-cardiovascular death) could not be determined. Furthermore, the reported patient effect of death is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. Added exception #2015009.

Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record could not be performed, as this incident was based on transcatheter valve therapy (tvt) registry data, and no device/lot information was provided. Based on available information, a cause for the reported deaths (non-cardiovascular death) could not be determined. Furthermore, the reported patient effect of death is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. H1: summary no. Of events.

Manufacturer narrative:
Date of event: dates estimated. The devices were not returned for analysis. A review of the lot history record could not be performed, as this incident was based on transcatheter valve therapy (tvt) registry data, and no device/lot information was provided. Based on available information, a cause for the reported deaths (non-cardiovascular death) could not be determined. Furthermore, the reported patient effect of death is listed in the mitraclip instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported through transcatheter valve therapy (tvt) registry data that mitraclip devices may be related to 20 death events with the clarifier non-cardiovascular death. The relationship of the deaths to the mitraclip device could not be determined based on the limited data received from the registry. Tvt registry data is reported as a summary per summary reporting exemption approval number - e2015009. No additional information was provided.